Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) displayed high compressor pressure. They checked the situation and replaced the iabp with other equipment. There was no damage to patients health.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer was dispatched to investigate the issue. The fse confirmed the reported issue. The issue was resolved by cleaning and adjusting the pressure sensor connectors. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
Corrected data: d4 (UDI#), e1 (site name and phone#). Updated data: a2, a3, a4, b4,e1 (initial reporter and address), e2, e3, g3, g6, h2, h10, h11.

Event description:
N/a.